Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of proximal femoral nailing system (tfna) helical blade exchange due to excess guided collapse leading to patient pain. It was originally implanted in october 2019. Successfully remove the existing helical blade and a shorter helical blade was implanted. Concomitant device reported: unknown tfna nail (part # unknown, lot # unknown, quantity # 1), unknown screw (part # unknown, lot # unknown, quantity # unknown), unknown end cap (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).